Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire technical support team arrived at site and checked unit operation. The technical support replaced the pigtail and performed preventive maintenance. The unit was field serviced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator stop working while on a patient. The customer confirmed that there is no patient harm associated with this reported event.